Manufacturer narrative:
On (B)(6) 2013, steris offered an in-service to the user facility on the proper use and operation of the sterilizer. The user facility declined the offer for an in-service, stating the issue has been addressed internally.

Event description:
The user facility reported positive bi's when using their century sterilizer. Steris made multiple attempts to obtain additional event information, however, the user facility would not respond.

Manufacturer narrative:
A steris service technician inspected the unit and found multiple old test indicators in the door sill of the sterilizer, preventing a positive chamber seal. Technician confirmed that the brand of bi was not steris brand. The service technician cleaned the chamber and the sill door of debris, ran a test cycle and confirmed the unit operational. Steris will offer an in-service on proper use and operation of the sterilizer.